Manufacturer narrative:
The valve that leaked was dissected and all components of the ultrasite injection site were present. There were no anomalies or defects identified within the valve. The internal components of the ultrasite valve, including the valve piston, were dimensionally measured according to specification and found acceptable. Based on the results of this investigation, a definitive conclusion could not be made regarding the cause of the reported event. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or involved ultrasite valve component. If additional pertinent information becomes available, a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). One used outlook pump IV set, without packaging, was received for evaluation. The set was subjected to an air pressure (leakage) test according to specification. Leakage was observed at the piston area of the middle ultrasite valve. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Without the lot number, a thorough batch record review could not be performed. The investigation into this reported event is ongoing. Following the receipt of additional information and/or completion of the investigation a follow-up report will be filed.

Event description:
As reported by the user facility: reports leaking at the y-site connection of the ultrasite luer access device. An insulin drip was infusing when the clinician noted wetness on the floor. The patient's glucose was checked and was in the 300s range, which was a 50 point increase from the start of the infusion. The tubing was replaced and the IV infusion restarted. The patient's blood glucose was rechecked and found to be acceptable. Follow-up correspondence received from the reporter indicated further detailed information regarding this event: "patient diagnosis: dm with complications, congenital adrenal hyperplasia blood sugar result at 0613 hrs. (Infusing at 9.8 units/hr.) = 135. This result required no change as per facility insulin infusion policy blood sugar result at 0712 hrs. = 215. Nursing titrated to 11.2 units/ hr. As per facility policy at 0738 hrs., nursing noted wet pool on the floor under the IV infusion pump. Upon inspections of tubing, nursing found the leak at a port site and marked said port with a green curos cap. IV tubing changed and patient monitored closely."